Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy, and seroma-late.

Event description:
Patient reported right side "cysts, pain". Healthcare professional reported the patient "felt stinging pain with swollen lymph nodes in the neck and axillary right side". Patient later reported "rapidly progressing capsular contracture, baker grade unknown, and inflammation with accumulation of liquid in her right breast.". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "cysts, pain". Healthcare professional reported the patient "felt stinging pain with swollen lymph nodes in the neck and axillary right side". Patient later reported "rapidly progressing capsular contracture, baker grade unknown, and inflammation with accumulation of liquid in her right breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.